Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer 4.2 row b pockets were kept failing. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer 4.2 row b pockets were kept failing. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawer 4.2 in the main cabinet, row b, which was not being detected on the bus. A field service engineer proceeded to re-seat the row board cable header at the drawer controller and all cubie trays. Additionally, the manual release lever on the hard stop was found to be broken, so replaced the hard stop. Verified drawer operation using the hardware test application and confirmed user access through the med application. The drawer was functioning properly, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.